Manufacturer narrative:
G4:14dec2020 b4:(B)(6) 2020 multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. In addition to attempts made from investigator, the philips remote service engineer (rse) made additional attempts to contact the customer with no response. If additional information is later obtained, a supplemental report will be submitted. 1. Monday, :(B)(6), 2020 1:55 pm emailed :(B)(6)@ :(B)(6)' ; 2. Monday, :(B)(6), 2020 1:30 pm :(B)(6); 3. Friday, (B)(6), 2020 9:14 am emailed :(B)(6)@ :(B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30oct2020.

Event description:
It was reported to philips that the device was alarming low leak co2 rebreathing risk. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer verified that the exhalation port is in place in the circuit, and that the exhalation port on the bottom of the unit is not occluded. The rse advised the customer to note the flow readings in the pneumatics screen with 0 flow and pressure. The rse instructed the customer to perform the performance verification test (pvt) as it was suspected that the flow sensor is out of tolerance. The part information for a replacement flow sensor was provided to the customer in the event the part needed to be ordered and replaced.